Event description:
The following is a clinical opinion based on the information provided in case (B)(4). On january 22, 2024 a patient received revanesse lips + into their lips, nasolabial folds and lateral perioral smile lines (over the modiolus). A dental block of 2% lidocaine with epi. Was performed pre procedure. There were no concerns or adverse events at the time of injection. On january 26, 2024 the patient called concerned with "swelling" around the right perioral smile line injection. There was no erythema, no inflammation, no pain, no discolouration and no lumps or nodules. There were no other swollen areas. The photos provided shows an isolated fullness in the area of the right perioral injection site. My clinical opinion is that this case represents an area of product that was injected in a suboptimal plane over the modiolus, which is the intersection of multiple muscles that control this highly expressive area of the face. This mobility causes an impression of fullness due to the muscle activity. This appearance will improve with time as the product integrates into the tissue. If waiting is not an option the product can be dissolved with hyluronidase. I trust this clinical opinion will be of value to all parties concerned."